Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is completed.

Event description:
It was reported that the palacos r bone cement did not open properly. Additional clinical follow up with the customer indicated that there was no harm or delay, and procedure was completed with an alternate device.